Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable due to the reported system error 105 alarms caused by a seized motor. The motor assembly will be replaced.